Event description:
It was reported that loudspeaker error does not work correctly. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
The customer sent the unit in for bench repair for evaluation. The bench repair technician (brt) evaluated the device and was unable to replicate the reported problem. They were unable to confirm the cause of the malfunction from the time of the event as the speaker was working to specification. The device remains at the customer site.